Event description:
During physical therapy post surgery, the patient experienced severe pain. X-ray examination showed that the plate had bent not allowing the fracture to consolidate.

Event description:
During physical therapy post surgery, the patient experienced severe pain. X-ray examination showed that the plate had bent not allowing the fracture to consolidate.

Manufacturer narrative:
The complained device was not returned, however, the reported event could be confirmed based on the provided x-rays. The provided x-rays were evaluated by a health care professional. The clinical assessment showed that plate bending was caused by overloading in a completely unstable fragment constellation. Based on this evaluation, there were no indications found for any systematic design, material or manufacturing related issue. Device not returned.

Manufacturer narrative:
Actual device could not be evaluated as it is still implanted in patient. Internal investigation in progress but not yet complete. (B)(4): device still implanted in patient.